Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro was attached, powered up, but the tissue welder was not receiving any energy in order to cauterize the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: no non-conformities were found on the silicone jaw boots or the tri-heater assembly. Resistance measurements were within specification. The micro switch functioned properly when tested. A pre-cautery test was performed using a reference hemopro cable and power supply. Results from testing showed that steam was generated from the saline moistened gauze during several device activations. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.